Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating the weld is not penetrating the other side, causing it to brake.

Manufacturer narrative:
MDR decision changed. Evaluation showed there was no problems found with the stability or support of the wheelchair. Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Frame, frame/weld broken. Broken weld on walking beam. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The right walking beam assembly exhibited damage at the welds between the top of the gearbox plate side wall and the upper portion of the walking beam. However, these damaged spot welds did not affect the stability of the walking beam insofar as the gearbox plate was still securely attached to the walking beam. The lower right pivot link that was returned was not found to have any broken welds. Each of the three spot welds between the bearing lug and the tubing of the pivot link were found to be intact; however, there were visible gaps near the welds as if there was not enough weld material present to complete the welds. Bu, the bearing lug was still securely attached by the spot welds such that it was incapable of moving/wiggling. Therefore, nothing was found on either of the returned items that would indicate that the right front caster would lift up. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating the weld is not penetrating the other side, causing it to brake.